Event description:
It was reported that during the implant procedure before inserting the lead into the patient, the physician tested the lead on the table to see if helix could be extended. The physician was unable to extend to helix from the lead within the recommended 20 turns. The physician decided not to use the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling and visual summary analysis of the lead indicated damage at implant. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).